Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12-feb-2026, it was reported by a sales representative via (B)(4) that an abs-2010-ot intraosseous bioplasty (iobp), core decompression & delivery kit had the black handle of the black t-handle break apart while drilling. This was discovered during a hip iobp procedure with no patient harm. The case was completed successfully, and no pieces broke off within the patient. Additional information was provided 19-feb-2026: it was further reported the case was completed with a wright medical iobp kit and a one-minute delay was experienced. No additional anesthesia was administered.